Event description:
The customer reported that the cine function was not operating properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay or damaged vasculature. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.